Event description:
Complainant alleged that the clinicians were attempting to defibrillate a patient (age and gender unknown), but the device would not discharge. The complainant indicated that there was no adverse effect of the patient as a result of the reported malfunction.